Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, software version: 4.3.0 work order complete: h6) a manufacturer representative went to the site to test the imaging system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable to this evaluation. A110201: applicable to gantry button not working a150204: applicable to the gantry not moving medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a procedure, the site acquired two 3d lf (long film) (pre and post) and after each scan, when pressing the gantry movement buttons on the pendant, the gantry would not move in any direction. They had to raise the bed to remove patient. The manufacturer representative (cc) reported after about "5 minutes" without anything further done to system, the gantry buttons started working each time. There was no reported impact to patient outcome, and no delay to the procedure.